Event description:
Customer called to report a hospitalization due to high blood glucose. Customer blood glucose reading is 569 mg/dl. Customer believes that the insulin pump is not working properly. Customer requested a replacement. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.